Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the back of the device header was cut off. The seal plugs were intact, and all setscrews moved freely and operated normally. Silicone on silicone bonding can occur between the silicone seal rings within the lead barrel and the silicon seal rings of the lead in lengthy implants. This device was implanted for over ten years.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that during a replacement procedure for normal battery depletion (nbd) the physician was unable to remove the leads from the header of the pacemaker. The physician used a bone cutter to cut the header off and then the leads were successfully removed from the header. The device was explanted and replaced. The leads remain in service. No additional adverse patient effects were reported.